Event description:
It was reported via clinic notes that the "patient was doing very well until saturday night when she started to have frequent seizures described as staring spells followed by shaking." The patient had around 11 seizures on saturday and 3 seizures monday as reported by her mother. She has been sleeping all the time and the mother thinks she is having "silent spells" during her sleep. Per notes, vns interrogation was done and battery life is less than 10%. The patient will be referred to neurosurgery for battery change, but surgery has not occurred to date. Attempts for further information have been unsuccessful to date.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2011. Product has been requested, but has not been returned to date. Further information from the physician reveals that the increased seizures was believed to be due to the vns battery reaching end of service. The increase was below pre-vns baseline levels and the staring spells are not new for the patient. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the events. Once the battery was replaced, a reduction in seizure frequency was noted, per physician.

Event description:
Product was returned to the manufacturer and underwent analysis. Upon analysis, ifi = yes, but no other anomalies were noted.